Event description:
It was reported that this patient's device was explanted due to premature battery depletion. The electrode was surgically abandoned and the patient had a transvenous system implanted. No additional adverse events were reported.